Event description:
The clavicle pin broke. The dr pulled out the lateral side, but the medial side was left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.